Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and multiple shocks as inappropriate therapy for three different episodes of atrial fibrillation. Boston scientific technical services (ts) discussed the available programming options for this device with health care professional (hcp). Hcp will discuss the available options with the patients physician. This device remains in service. No additional adverse patient effects were reported.